Manufacturer narrative:
The reported field event of a lead connection issue was not confirmed in the laboratory. The device was tested using automated test equipment and no anomaly was found. Minor spring damage was detected during testing, however, the damage would not have contributed to any lead insertion, high impedance, or noise issues.

Event description:
It was reported during an implant procedure there were connection issues with the ICD. High lead impedance, loss of both capture and sensing were observed. The leads was tested and showed normal measurements. The ICD was replaced. Patient condition was good after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.